Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study that on (B)(6) 2014 the patient went to the outpatient ventricular assist device (vad) clinic for scheduled vad follow up visit. Patient reported darker colored stools and lower gastrointestinal (gi) pain. Patient also noted increased fatigue and dyspnea on exertion (doe). Patient was admitted for gastrointestinal bleed (gib). Gastroenterology saw patient and plans for esophagogastroduodenoscopy (egd). On ((B)(6) 2014 the patient was transfused two units of packed red blood cells (prbc). It was stated that the issue had resolved on (B)(6) 2014 and the patient was discharged home. No additional information available.